Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the care giver (cg) saw air in the heater line without an associated alarm. This was noticed during the drain step of peritoneal dialysis (pd) therapy. Nothing was found during troubleshooting that would have caused or contributed to the air. There was no patient injury or medical intervention associated with this event that was causally related to a baxter device. No additional information is available.

Manufacturer narrative:
(B)(4). Air in the line, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.